Event description:
It was reported pt had im nailing 6 months ago. Three months ago had distal screw removal due to knee pain. Had question of instability after this, but able to ambulate. This a.m. 7/04 had a twisting maneuver and felt a snap and was unable to bear weight. Has a history of significant inflammatory arthritis. Pt came to o.r. For broken rod removal and insertion of another nail.